Manufacturer narrative:
No parts were returned to the manufacturer for evaluation. No parts have returned to the manufacturer.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess) procedure the blade being used would intermittently track on the navigation system. It would work for a few seconds and then stop while navigating. When straight suction was brought back into the field after using the blade, the site would need to reverify it each time. Then the surgeon would go back to the blade and the same behavior occurred. Multiple ports on the system were tried without resolution. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome. The next place was completed with a new blade without issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The blade used in the procedure was sent to medtronic for evaluation. Testing found that the instrument would lose tracking functionality after a few minutes.

Manufacturer narrative:
FDA codes updated to current coding guidelines. (B)(4). If information is provided in the future, a supplemental report will be issued.